Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer service provided complete pump reset information and guided the caller through the process, after which the error code did not reappear, allowing the caller to successfully start their sensor session. No additional information was received regarding the outcome of the event.